Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: null batch/lot number: 0170305007. Model/catalog description: control pump fgs iz. Model number/catalog number: 72400024. Serial number: null. Batch/lot number: 0169809001. Model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced mechanical issues due to fluid leak in the tubing from the pump to the cuff of an artificial urinary sphincter (aus). A replacement surgery was performed. The patient was reported to be doing good after the surgery and did not suffer any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided. Product investigation complete. A leak in the tubing due to fatigue was found. The balloon also had a tear and leaked from the shell due to undetermined wear and avulsion. The reported fluid leak was confirmed. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced mechanical issues due to fluid leak in the tubing from the pump to the cuff of an artificial urinary sphincter (aus). A replacement surgery was performed. The patient was reported to be doing good after the surgery and did not suffer any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.product investigation complete. A leak in the tubing due to fatigue was found. The balloon also had a tear and leaked from the shell due to undetermined wear and avulsion. The reported fluid leak was confirmed. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 72404127 serial number: null batch/lot number: 0170305007 model/catalog description: control pump fgs iz. Model number/catalog number: 72400024 serial number: null batch/lot number: 0169809001 model/catalog description: balloon fgs 61-70 cm. Product investigation: cuff: returned product consisted of a belt cuff fgs 4.5 cm iz. There was a leak in the tubing due to fatigue. The reported leak was confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 613005 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Pump: returned product consisted of a control pump fgs iz. Functional and visual inspection was unable to find any damage or leaks. The reported fulid loss was not confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 170305 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. Balloon: returned product consisted of a balloon fgs 61-70 cm. Functional and visual testing confirmed that the balloon had a tear and leaked from the shell due to undetermined wear and avulsion. The reported fluid leak was confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 169809 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Manufacturer narrative:
Model number/catalog number: 72404127, batch/lot number: 0170305007. Model/catalog description: control pump fgs iz. Model number/catalog number: 72400024, batch/lot number: 0169809001. Model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced mechanical issues due to fluid leak in the tubing from the pump to the cuff of an artificial urinary sphincter (aus). A replacement surgery was performed. The patient was reported to be doing good after the surgery and did not suffer any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.